Event description:
It was reported that a participant using the iLet experienced hyperglycemia to about 330 approximately two hours after lunch, then skipped dinner and later experienced hypoglycemia to about 40 that the participant attributed to over correction from the pump; there were no infusion set issues or dosing-stopped alerts, and the participant treated the low with orange juice and sugar. Symptoms included hypoglycemia and hyperglycemia without reported associated clinical symptoms. Outcomes included the need for medication-equivalent intervention with oral glucose. Investigation included communication with the participant and analysis of information provided by the user. Investigation of this case revealed no specific device findings, with insufficient information to identify a medical device problem or affected device component. It was concluded, based on previously established findings for similar reports, that the cause was not established.

Manufacturer narrative:
Initial.